Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. Reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus. According to the complainant, during the egd procedure, the injection gold probe device would not apply heat. The procedure was completed with another injection gold probe using the same equipment. Reportedly, the device was not tested prior to use inside the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.